Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then updated the device's software which resolved the reported issue and installed a new battery from the customer's existing inventory.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The battery was not returned to physio-control for evaluation. The customer has been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status.

Event description:
During an evaluation of the customer's device, physio-control observed that the charge level of their device's battery was at a very low state of charge which may not be sufficient for patient use. There was no patient use associated with the reported event.